Event description:
It was reported that the forceps broke during the fixation of bone fragments during the first use. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that a shear broke off the reduction forceps. The exact cause can no longer be determined. Based on the break and the characteristic of the break, we presume that overstressing the instrument lead to this failure. No product defects were detected.